Manufacturer narrative:
Literature article: barkhoudarian, g., hoff, j.t., thompson, b.g. ¿propionibacterium infection associated with bovine pericardium dural allograft¿. J neurosurg. 2005 jul;103(1):182-5. Doi: 10.3171/jns.2005.103.1.0182 the device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A patient experienced a post-operative infection after undergoing a frontal craniotomy and tumor resection in which dura-guard was used to patch the dura matter. It was reported four years after the initial surgery the patient underwent a surgical re-exploration which resulted in the diagnosis of epidural tissue consistent with chronic inflammatory disease. The dura-guard was removed, and scar tissue excised. The wound was irrigated with antibiotics and a collagen graft placed over the dural defect. Cultures of the scar tissue detected the bacterium propionibacterium sp. The patient received a four-week course of vancomycin treatment resulting in the resolution of headaches. It was reported the patient no longer displayed any sign of infection. No additional information is available.